Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this patient has been very sick with multiple valve surgeries, is blind and has cognitive disabilities. The patient presented to the emergency room one month ago with ventricular tachycardia (vt) which was not able to be terminated with the device. The patient was most recently in the hospital due to an infection. The patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted. During treatment for the infection, the implantable cardioverter defibrillator (ICD) that had been electively abandoned previously in this patient's abdomen, was programmed back on. The device was programmed to electro- cautery mode due to oversensing in voo mode and the patient was placed on a life vest. Difficulty establishing telemetry was reported and there were pauses in pacing despite the device being in electro-cautery mode. Threshold measurements were elevated and the device was programmed to higher outputs and the patient is paced 100 % in the right ventricle (rv). The caller was inquiring if the ICD would last the full ninety days from elective replacement indicator (eri) which was set on (B)(6) 2015. A download of the device data confirmed the device is depleting normally and should suffice until the patient's infection is resolved. Following resolution of the infection, the ICD and the associated leads were laser extracted and replaced. There was some vegetation noted on the rv lead. No other adverse patient effects were reported.